Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected a higher shock impedance of 230 ohms. During a treated episode a month prior to device check, the impedance was 125 ohms. Due to the higher shock impedance measurement, the physician opted to perform a dft test. During the dft test, non-conversion was experienced, therefore, the decision was made to explant the s-ICD system and replace with a transvenous ICD system. As of today, this product has not been received by boston scientific for further investigation. The returned device was thoroughly inspected and analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected a higher shock impedance of 230 ohms. During a treated episode a month prior to device check, the impedance was 125 ohms. Due to the higher shock impedance measurement, the physician opted to perform a dft test. During the dft test, non-conversion was experienced, therefore, the decision was made to explant the s-ICD system and replace with a transvenous ICD system. As of today, this product has not been received by boston scientific for further investigation.